Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. There was a concern the lead had micro dislodged. As the patient is only paced less than one percent of the time, the lead will continue to be monitored. No adverse patient effects were reported.